Manufacturer narrative:
The limited available info does not support that there was a device malfunction. Philips is in the process of obtaining add'l info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
A pt died at this institution and the users reported that 'possibly alarms did not go off".